Event description:
A non healthcare professional reported that, during cataract surgery, the cartridge had a tip failure, causing the lens thread to break. They also found that only this cartridge specifically, had such a defect among the others in the same batch. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Three photos were provided and the review of the photos has been performed. Photo #1: back of the pouch with the product information. Photo #2: view of the company cartridge from the top. Viscoelastic was observed in the cartridge. No damage was visible from this viewpoint. The cartridge had evidence of handpiece placement. Photo #3: view of the company cartridge from the bottom. No damage observed from this view. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Photos were made available to view. The lens was not visible in the photos. Associated product information was not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint of cartridge tip failure causing breakage of the lens. Neither the cartridge nor the lens was returned. Only photos were available. Based on our observation of the attached photos, clinical solution appears to be present in the cartridge. Damage to the cartridge was not visible in these photos. It is difficult to make a final determination without evaluation of the physical sample. The lens also was not visible in the photos. The root cause cannot be determined based on available information. It is unknown if a qualified lens and handpiece were used with this cartridge. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).